Manufacturer narrative:
Continuation of d10: product ID: {305c223}; product lot/serial number: {(B)(6)}; product type: {surgical valve}; implant date: on {(B)(6) 2012}; product ID: {d-evolutfx-2329}; product type: {0195-heart valves}; product ID: {l-evolutfx-2329}; product type: {{0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, inside a previously implanted medtronic surgical aortic valve, trace paravalvular leak (pvl) and a mean gradient of 11 millimeters of mercury (mm hg) was observed. Subsequently, the mean gradient increased to 25 mmhg. The patient was being monitored. No patient complications have been reported as a result of this event.